Manufacturer narrative:
Instrument was evaluated and confirmed that the distal end of the instrument has become out of round which caused one of the locking plates to break off. The instrument has a date code of ld; it has been in use for approximately 8 years. It is possible that damage is due to wear of long use.

Event description:
Allegedly, during a laparoscopic sigmoid colectomy procedure, one of the locking plates on the distal end of the insulated outer tube broke and fell into the patient. The doctor immediately removed it. Procedure was completed with no injury to the patient.